Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual (naked eye) and microscopic inspection identified damaged patient line tubing approximately 39¿ from the cassette. A leak test was performed the reported problem was verified. Clamp function test, clear passage test, and device-device interaction testing were also performed with no issues noted. The cause of the reported issue was determined to be due to a hole in the tubing. Marks were observed on the patient line tubing that are indicative of pouching equipment. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the patient line and fluid leaked onto the floor during drain of peritoneal dialysis therapy on the homechoice device. The patient was connected at the time of the event. The patient cycled power to end therapy. The technical service representative advised the patient to restart therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.